Event description:
It was reported that during a stenting treatment procedure, a wire fracture occurred. The lesion was located in the diagonal artery. The physician was attempting to advance the choice pt guide wire through the struts of a non-bsc stent, and the guide wire became stuck on the struts. The physician pulled the guide wire with considerable force, and the distal tip of the guide wire fractured leaving approximately 2/3mm of the guide wire in the vessel. The physician then deployed a 2nd non-bsc stent to secure the guide wire fragment between the two stents. No patient complications were reported, and patient status is listed as stable.

Manufacturer narrative:
Device evaluated by MFR: the unit was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).